Event description:
The customer stated that the meter was reading low. Upon troubleshooting, it was discovered the meter was set in mmol/l. The customer had been using another meter to adjust medication, so no adverse events were alleged. The customer was able to reset the meter to mg/dl with assistance, and no product will be returned for evaluation.